Event description:
The customer initially reported that they were getting errors on their mpa preanalytics system. The customer reset the system and performed a shut down. The customer also reported that there were six patient samples that were sent through the system and were never centrifuged. These six samples then passed on to a c501 analyzer for processing. As a result of the issue, the customer said that ion selective electrode (ise) potassium and creatinine results for five patient samples were questioned. The customer stated that they issued corrected reports for all five samples. Of these five samples, it was determined that three samples had erroneous ise potassium results that were reported outside of the laboratory. The first sample initially was processed on the mpa system and resulted as 5.04 meq/l. A value of 5.0 meq/l value was reported outside of the laboratory. The primary tube of the sample was repeated and resulted as 4.27 meq/l. The repeat result was believed to be correct and was reported outside of the laboratory as 4.3 meq/l. The second sample, from a (B)(6) male born on (B)(6) 1963, was initially processed on the mpa system and resulted as 4.71 meq/l. A 4.7 meq/l value was reported outside of the laboratory. The primary tube of the sample was repeated and resulted as 3.93 meq/l. The repeat result was believed to be correct and reported outside of the laboratory as 3.9 meq/l. The third sample, from a (B)(6) male born on (B)(6) 1922, was initially processed on the mpa system and resulted as 5.08 meq/l. A 5.1 meq/l value was reported outside of the laboratory. The primary tube of the sample was repeated and resulted as 4.33 meq/l. The repeat result was believed to be correct and was reported outside of the laboratory as 4.3 meq/l. The patients were not adversely affected. The field service representative determined that a stopper assembly was misadjusted on the centrifuge unit of the preanalytics system. The misadjustment caused both centrifuge units to stop. When the centrifuge unit was reset, the partially centrifuged samples were then sent on to the c501 analyzer. He adjusted the stopper assembly. The customer then ran a number of racks through the system and encountered no issues. There have been no further issues reported with the mpa system.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Results-device subassembly= stopper assembly.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The reason for the samples not being centrifuged could not be fully clarified as the necessary data was requested, but not available for investigation.